Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed and not detected on the bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to a faulty controller board and cable. A field service engineer found no power in drawer 3 in auxiliary, so engineer replaced the drawer control board, bus control board, and retractor band cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.